Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based upon the limited information received and the investigation performed, the cause of the reported sealant misdeployment could not be conclusively determined. There was no information provided regarding the deployment of the mynx and its use per the instructions for use. Additionally, without source documentation of a pathology report or the material to perform chemical analysis, the composition of the occlusion could not be conclusively determined. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.

Event description:
It was reported to the aci sales professional on (B)(4) 2010 that a female patient experienced complications following a right and left heart catheterization procedure on (B)(6) 2010. The physician was in training to the use of the mynx and used the device for femoral artery closure following the procedure. The aci sales professional was present. The groin shot revealed no abnormalities, pvd or calcium and the stick location was reportedly good. There was no further information provided regarding the deployment of the mynx. It was reported that approximately 30 days post procedure, the patient complained of foot pain. The patient was referred to a radiologist who assessed that there was sealant in the artery causing an occlusion. A percutaneous intervention was successfully performed, however no material was sent to pathology to confirm the contents of the occlusion. No further information was provided.